Event description:
Rptr had a latex reaction on their birthday. They know they had an allergy to latex but what they did not know was latex can be airborne. Rptr went in to work as usual (nuclear medicine technologist was profession) and about three that afternoon rptr started to feel weird and had a terrible reaction to the latex in the air. Rptr can no longer work in a hosp environment because they have a reaction around the smallest amount of latex.